Event description:
The hcp reported that the patient became unresponsive. The patient was treated with narcan. The patient has experienced two add'l episodes of this nature. No further patient treatment or outcome was reported. The patient's pump contained dilaudid 30 mg/ml, baclofen 425mcg/ml, and bupivacaine 31.2mg/ml. Add'l information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l information is received.